Manufacturer narrative:
Further inspection of the returned device also found the air/water supply flow to be out of standard. The olympus field service engineer abandoned the nozzle, and did not inspect for foreign material. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly

Event description:
The customer reported that during reprocessing, a defect was noted in the air/water nozzle. It was reported that a second scope was used to perform and complete the scheduled an unspecified procedure. The procedure was not delayed more than 15 minutes. The device was inspected on site and the air/water nozzle was observed to me clogged. This report is being submitted to address the foreign material noted in the nozzle during evaluation. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to obtain detailed information on the foreign material in the air/water nozzle, therefore, the material could not be identified. The cause of the investigative results was presumed to be: reprocessing method at facility differed from instructions for use (IFU) recommendation; the facility staff was less trained on reprocessing and/or device handling according to the IFU. The air/water nozzle was replaced. The IFU states the following regarding insufficient reprocessing and reprocessing to be performed immediately after each procedure: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ the IFU further states: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the channel cleaning adapter after each patient procedure¿. Olympus will continue to monitor field performance for this device.